Event description:
Patient called in 2002 alleging that their lifescan meter would not power on. Patient had a "severe headache". Patient took their meds and did not seek any medical attention. There is no serious injury or adverse event. Issue was unresolved after troubleshooting with ccr. Ccr is replacing lifescan meter.